Manufacturer narrative:
The device history record (DHR) file was reviewed indicating that product was released meet all quality standard requirements. There were no not-conforming issues reported during the manufacture of this product for a similar condition as reported in this complaint. Due to the sample was not provided by the customer, the sample evaluation could not be conducted. Because samples were not available for evaluation, the issue reported by the customer could not be confirmed. Due to the sample has not been received the failure mode could not be confirmed, therefore the root cause was not identified for this incident, however due to previous evaluations and samples reported with this failure mode the potential root cause that may cause this condition could be lack of solvent (thf) during the bonding process. Since this is a manual operation the defective condition could be originated due to a lack of solvent (thf) between the tip connector to bolus tip and hollow rod connector. The production personnel were notified about the reported condition. The acceptable quality levels (aql) level for sub assembly inspection was moved from normal to tighten in functional inspection, to increase the confidence. A quality alert was posted in the line to reinforce the manual assembly and to aware the operators about the most critical sections that must be covered with enough thf. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 06/23/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a feeding tube. The customer states that when removing the probe guide, the part of the tip released and it was within the probe. No injury reported.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. One decontaminated sample with unknown lot number was received for evaluation. After performing visual inspection; it was observed that the head spring stylet was released from the wire stylet. The reported condition was confirmed. A formal investigation has been opened to address this issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.